Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Pump was in customer's gym bag at the time of the malfunction. There was no impact to the customer's blood glucose level.